Event description:
This report is being filed after the subsequent review of the following literature article; rohl k., rohrich f.(2009) ¿artificial disc versus spinal fusion in the treatment of cervical spine degenerations in tetraplegics: a comparison of clinical results.¿ spinal cord. 2009 sep;47(9):705-708. Germany. This article reports on two homogeneous groups were studied. The objective of the study was to determine functionality of the cervical spine when using prodisc c in comparison with the conventional method of treatment (decompression and fusion) in paraplegics. The patients were treated with ventral decompression and either had a fusion with an iliac bone graft and plate (group 1) or had received a disc replacement (group 2). Prosthesis implementation and union or fusion was monitored by x-rays. Study conducted for a period of 6 months. Twenty four tetraplegia patients with discopathy and clinical symptoms underwent surgery. Gender ratio was balanced with 12 cases, male and female. It was reported that the average female patients¿ age ranges from 32 to 51, and the male patients ranging from 28 to 53 for this study. Group 1 was treated with decompression and fusion with plate or cage. Group 2 treated with prodisc c implant. Group 1 postoperative examinations at 3 to 6 months covered neurology, resp. Neurological remission, mobility of the cervical spine and radiological fusion rate in group 1. Group 2 postoperative examinations at 3 to 6 months covered implant healing and loosing. Both groups were asses for how neck pain affects daily activities. This study reported that neurologically both groups showed a similar progression. Neurological remissions of the radicular syndrome that caused the operation were observed. Mobility of the cervical spine after 6 months was higher in group 2. One case in group 2 showed ventral blocking; all cases of group 1 fused successfully. In conclusion usage of prostheses results in improved total mobility of the cervical spine in comparison with the outcomes of a fusion. This study also confirmed these results in tetraplegics. Complications reported in this study included (1) case in group 2 reporting the migration of the implant that necessitated an unknown alternative treatment. This report is for 1 of 3 item for (B)(4). This report is for an unknown prodisc c, unknown part/unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown prodisc implant, unknown quantity, unknown item number and unknown lot number. Reporter phone number: (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).